Manufacturer narrative:
The identified issues were found to be caused by a faulty printed circuit board. In addition, service found the serial digital interface connector, bezel, and rear cover were damaged, and the power switch and ac/dc bracket were broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus employee reported that during receipt inspection at an olympus facility, the monitor spontaneously rebooted after some time and there was no image when this occurred. As the event occurred during receipt inspection at an olympus facility, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the image issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.